Event description:
It was reported that during the implant attempt, the lead exhibited noise oversensing after being connected to the device. The physician attempted to reconnect the lead a number of times, without success. Finally, after the pocket had been closed, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The inner tubing was kinked/buckled, blood was found in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.